Event description:
Overdelivery reported: the pump was programmed to deliver primacor in the primary delivery mode. The nurse programmed the pump to infuse at 8.7 ml/hr over 6 hours. The nurse states that "there may have been a dose limit of 50ml, but does not remember specifically". The pump infused the 100ml bag in 2 hours. The pt's vital signs were monitored every 15 minutes throughout the infusion and remained within acceptable limits. The physician was notified, but no orders were given since the patients vital signs were stable. No further information is abvailable